Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test slightly loose drive support disk. Unable to verify motion sensor test failure due to motor error alarms. The motor was tested outside the insulin pump and passed. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 64 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.